Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unknown. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.

Event description:
It was reported from the pt that after successful arteriotomy closure using the starclose device of an unknown procedure, the pt developed a fistula. Reportedly, the pt has a nickel allergy and is concerned that the device may contain nickel. The pt states that it is not known if the device caused the fistula. No additional info is available.